Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that since 2 packs of the cement (p/n: 3172080) were harden suddenly at past 3 minutes after mixing during an unknown surgery on (B)(6) 2019, it was judged as unusable the cements in question. The surgery was completed, and it was unknown whether there was a surgical delay or not. There was no harm to the patient. No further information is available.¿ the hospital did not return a sample of the lot number for testing. Retained samples were retrieved and tested to tm-t150 and tm-t228 (see attachment (B)(4) retest results.pdf). Tm-t150 cement results: extruded @ 2min 15sec. End of working time: 08min 02sec. Setting time: 10min 56sec. The cement mixed and behaved as expected; all results are within specification. Tm-t228 functional testing: all observations passed, including effective vacuum during mixing, and the cement mixed and extruded easily. The complaint description cannot be confirmed based on these results. It is not possible to determine root cause with the information available. Dva-104409-fde rev 10 was reviewed, and this possible failure mode is included on line 471 (see attachment (B)(4) extract from dva-104409-fde.pdf). The risk is considered ¿as low as possible¿ and cannot be further mitigated. The IFU for this product was checked, and it includes the following statements: ¿bone cements are heat sensitive. Any increase or decrease in temperature (either ambient, and/ or of the cement components and mixing equipment) from the recommended temperature of 23°c will affect the handling characteristics and setting time of the cement. In addition, variations in humidity will affect the handling characteristics and setting time¿. ¿under controlled laboratory conditions, the final hardening time is 11-13 minutes from the start of mixing. The final hardening time of the cement is however influenced by the clinical procedure and theatre conditions. In particular, body temperature will reduce the final setting time.¿ no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. 474 units released. Lot expiry date: 31-may-21. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that since 2 packs of the cement (p/n: (B)(4)) were harden suddenly at past 3 minutes after mixing during an unknown surgery on (B)(6) 2019, it was judged as unusable the cements in question. The surgery was completed, and it was unknown whether there was a surgical delay or not. The re was no harm to the patient. No further information is available.